Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose level went as low as 44 mg/dl and as high as 308 mg/dl. Troubleshooting for blood glucose was performed. Customer experienced headaches, rapid heartbeat and shortness of breath. Customer experience d large differentials with sugar glucose versus blood glucose as well.